Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent radiation whilst having an artificial urinary sphincter (aus) implanted. During an appointment with the physician erosion at cuff site was identified. The physician believed the erosion was most likely due to the radiation the patient had undergone. The patient underwent an aus removal. There were no device malfunctions associated with the explanted device. The patient was said to the recovering following the procedure. A posterior reimplant procedure was performed to implant a new system.

Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent radiation whilst having an artificial urinary sphincter (aus) implanted. During an appointment with the physician erosion at cuff site was identified. The physician believed the erosion was most likely due to the radiation the patient had undergone. The patient underwent an aus removal and may be reimplanted at a later date. There were no device malfunctions associated with the explanted device. The patient was said to the recovering following the procedure.